Event description:
Clinic notes dated (B)(6) 2013 note that the patient has obstructive sleep apnea and is unable to tolerate CPAP. It was noted that the patient is on 2 liters of oxygen during sleep. Attempts to obtain additional information have been unsuccessful to date.